Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report that the extension set was cracked and leaking was confirmed. Visual inspection of the female luer adaptor (fla) under magnification showed a vertical hairline crack extending from one end of the adaptor to the other on the opposite side of the gate. No stress or tool marks were observed. Functional testing was performed; liquid was observed to leak and spray out from the fla. The cause of the leak is from a crack on the fla. The cause of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving unspecified pca pain medication. The user noticed the bed linens wet and observed the extension set was leaking. The leak was located where the primary line connects to the extension set. No patient harm reported.